Event description:
Display backlight failure [device issue]. No adverse event. Case description: this initial device case report was received on (B)(6) 2014, from a respiratory therapist (rt) in the united states, who sent an email to ikaria customer care to advise that he was returning inomax dsir# (B)(4) with pick-up that day. The rt further explained that inomax dsir# (B)(4) displayed a message "service required" at the bedside and that there was no pt harm. It was also reported that at a later time the device had a blank display after it was powered up. The rt reported, second hand, that at 04:30 on (B)(6) 2014, while at the bedside of a pt, inomax dsir# (B)(4) displayed a message "service required'. Later the same day, after the reporter received the unit, he powered it up and after it completed the boot-up routine, the display screen was completely black with an audible alarm. The rt touched the location of the silence button and was able to silence the alarm. The touchscreen keys were active, but no display was observed. Inomax dsir# (B)(4) was removed from service and returned to ikaria for a full functional check. Case comment: (B)(4) 2014, this device case did not result in an adverse event, however, it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR# 3004531588-2013-00023).

Manufacturer narrative:
(B)(4). The device investigation was completed on (B)(4) 2014. Eval summary: inomax dsir# (B)(4) was returned to the MFR for a service investigation. The ikaria regional service center (rsc) reviewed the service log and findings revealed an unrecoverable software fault consistent with the reported complaints of a service required screen. The rsc investigation could not reproduce this fault, but the 80018 main board was replaced due to the logged event. A further log review also revealed 6 delivery failure (df) alarms due to backlight current below minimum consistent with the reported complaint of a blank screen. The rsc investigation confirmed the condition and replaced the touchscreen/display assembly and the inverter bard. The root cause was a display-backlight failure. This condition will be tracked and trended under ikaria's quality. A full functional test was performed and the device operated according to specs so it was returned to the device service pool. This device did not result in an adverse event; however, it is being submitted to regulatory authorities because display-backlight failure occurred in the past and resulted in a serious adverse event (MDR 3004531588-2013-00023).